Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed initial power up. The device's power management board required replacement to address the issue. Additional findings not related to the malfunction/issue: the rear case enclosure was damaged and needed replaced, and the dc cable also needed to be replaced. No repairs were completed because the device was scrapped.